Event description:
The customer reported via phone call they experienced high blood glucose of 580 mg/dl. Customer declined troubleshooting. Customer states that she does not have access to her supplies for documentation. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.